Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the cubie pocket remained closed. A field service engineer reseated row d tray connector on auxiliary 2-1 to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not ejecting the cubie and indicated that maintenance was required. The customer confirmed that there were delays in medication administration. However, there were no reported harms or adverse effects to patients. There were no adverse events or injuries reported based on this incident.